Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of plastic sheath detached from the handle. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached and the catheter was slightly kinked in the extreme of the strain relief. The handle cannula is in good condition. There was evidence of the flaring process performed during manufacturing. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; this condition does not allow the device to be actuated. The review and analysis of all available information failed to indicate the root cause of this complaint.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the common bile duct during a stent removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare wire failed to extend out of the sheath. The plastic sheath was found to be detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the common bile duct during a stent removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare wire failed to extend out of the sheath. The plastic sheath was found to be detached from the handle. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.